Event description:
New information received noted insulation anomaly.

Event description:
It was reported that the patient presented for follow up in clinic with lead noise and low pacing impedance exhibited by the atrial lead. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.